Manufacturer narrative:
Device received with cracked battery tube thread noted. The test reservoir was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No delivery alarm anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s buttons were slow to respond when pressed. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had random no delivery alerts, generic batteries only last about 2 days, and insulin pump had a hairline crack near the battery cap area. The insulin pump will not be returned for analysis.